Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and endocervicitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (underwent a total hysterectomy with salpingectomy to remove coils) and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and dyspareunia outcome was unknown and the pelvic pain, dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, device dislocation, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: that her coils were properly placed on (B)(6) 2017 pathology test revealed, cervix with moderate acute and chronic endocervicitis, two benign fallopian tubes, both with essure coils as grossly described, secretory endometrium, no endometrial hyperplasia or malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events: dyspareunia (painful sexualintercourse) were added. Concomitant disease were added. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and tramadol. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6)2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6)2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psychological or psychiatric problems condition") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain/weight gain"), alopecia ("excessive hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fallopian tube disorder ("reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome,") and abdominal pain lower ("pain bilateral lower quadrant abdominal pain"). The patient was treated with antibiotics and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, dyspareunia, depression, anxiety, migraine, headache and fallopian tube disorder outcome was unknown, the pelvic pain was resolving, the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain had not resolved and the alopecia, vaginal haemorrhage, bacterial vaginosis, vaginal discharge, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube disorder, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Discrepancy noted: in current follow up plaintiff claimed that she did not undergo an essure confirmation test but in previous follow ups hsg result added. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: that her coils were properly placed; in (B)(6)2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: events added: infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, migraines / headaches, reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome, dysmenorrhea (cramping), vaginal discharge and both lower quadrant pain were added. Medical history, lab data added. Outcome updated for events: vaginal hemorrhage and alopecia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a total hysterectomy with salpingectomy to remove coils) and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on an unknown date: that her coils were properly placed on (B)(6) 2017 pathology test revealed, cervix with moderate acute and chronic endocervicitis, two benign fallopian tubes, both with essure coils as grossly described, secretory endometrium, no endometrial hyperplasia or malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female. Most recent follow-up information incorporated above includes: on 27-jul-2018: events- "abnormal bleeding (vaginal), depression, mental anguish", reporter, lab data added from pfs. Concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a total hysterectomy with salpingectomy to remove coils).essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on an unknown date: that her coils were properly placed on (B)(6) 2017 pathology test revealed, cervix with moderate acute and chronic endocervicitis, two benign fallopian tubes, both with essure coils as grossly described, secretory endometrium, no endometrial hyperplasia or malignancy identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and genital haemorrhage ('general abnomal bleeding') in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dysfunctional uterine bleeding, stress urinary incontinence and depressive disorder. Concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psychological or psychiatric problems condition") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain/weight gain"), alopecia ("excessive hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fallopian tube disorder ("reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome,"), abdominal pain lower ("pain bilateral lower quadrant abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, depression, anxiety, migraine, headache, fallopian tube disorder and genital haemorrhage outcome was unknown, the pelvic pain was resolving, the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain had not resolved and the alopecia, vaginal haemorrhage, bacterial vaginosis, vaginal discharge, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Discrepancy noted: in current follow up plaintiff claimed that she did not undergo an essure confirmation test but in previous follow ups hsg result added. Plaintiffs received treatment for pelvic pain, genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: that her coils were properly placed; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and genital haemorrhage ('general abnomal bleeding') in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dysfunctional uterine bleeding, stress urinary incontinence and depressive disorder. Concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psychological or psychiatric problems condition") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain/weight gain"), alopecia ("excessive hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fallopian tube disorder ("reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome,") and abdominal pain lower ("pain bilateral lower quadrant abdominal pain"). The patient was treated with antibiotics and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, depression, anxiety, migraine, headache and fallopian tube disorder outcome was unknown, the pelvic pain was resolving, the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain had not resolved and the alopecia, vaginal haemorrhage, bacterial vaginosis, vaginal discharge, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Discrepancy noted: in current follow up plaintiff claimed that she did not undergo an essure confirmation test but in previous follow ups hsg result added. Plaintiffs received treatment for pelvic pain, genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: that her coils were properly placed; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female lot number: 841530 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and genital haemorrhage ('general abnormals bleeding') in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dysfunctional uterine bleeding, stress urinary incontinence and depressive disorder. Concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psychological or psychiatric problems condition") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain/weight gain"), alopecia ("excessive hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fallopian tube disorder ("reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome,"), abdominal pain lower ("pain bilateral lower quadrant abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, depression, anxiety, migraine, headache, fallopian tube disorder and genital haemorrhage outcome was unknown, the pelvic pain was resolving, the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain had not resolved and the alopecia, vaginal haemorrhage, bacterial vaginosis, vaginal discharge, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Discrepancy noted: in current follow up plaintiff claimed that she did not undergo an essure confirmation test but in previous follow ups hsg result added. Plaintiffs received treatment for pelvic pain, genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: that her coils were properly placed; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dyspareunia in female quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/ chronic pelvic pain/ increasingly severe pain/ pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and genital haemorrhage ('general abnomal bleeding') in an adult female patient who had essure (batch no. 841530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, dysfunctional uterine bleeding, stress urinary incontinence and depressive disorder. Concurrent conditions included dysfunctional uterine bleeding, endocervicitis, allergic rhinitis, rhinorrhea, frustration and paratubal cyst. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psychological or psychiatric problems condition") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain/weight gain"), alopecia ("excessive hair loss"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), vaginal discharge ("vaginal discharge"), fallopian tube disorder ("reproductive system disorder or condition type of disorder or condition: post tubal sterilization syndrome,"), abdominal pain lower ("pain bilateral lower quadrant abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, depression, anxiety, migraine, headache, fallopian tube disorder and genital haemorrhage outcome was unknown, the pelvic pain was resolving, the dysfunctional uterine bleeding, pelvic discomfort, menorrhagia, abdominal pain and abnormal weight gain had not resolved and the alopecia, vaginal haemorrhage, bacterial vaginosis, vaginal discharge, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fallopian tube disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Essure occluder in the normal fashion and then the right fallopian tube was occluded using assure occluder, 3 loops were seen on each sides. Discrepancy noted: in current follow up plaintiff claimed that she did not undergo an essure confirmation test but in previous follow ups hsg result added. Plaintiffs received treatment for pelvic pain, genital bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: that her coils were properly placed; in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Event added from pfs- general abnormal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain") and device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, discomfort, menorrhagia, abdominal pain, abnormal weight gain and alopecia had not resolved and the device dislocation outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, alopecia, device dislocation, discomfort, dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: that her coils were properly placed. Most recent follow-up information incorporated above includes: on 17-nov-2017: event "migration" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pelvic pain/ increasingly severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent a total hysterectomy with salpingectomy to remove coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, discomfort, menorrhagia, abdominal pain, abnormal weight gain and alopecia had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, discomfort, dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: that her coils were properly placed incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.